Event description:
It was reported that following an anterior repair procedure in 2008, the pt experienced de novo incontinence. The doctor stated that he overcorrected the anterior wall under the bladder during the procedure. The pt has been transferred to a urogynecologist for further treatment. No further information is available.

Manufacturer narrative:
The lot number is unk; therefore, no review of the device history record could be performed. The instructions for use which accompanies each device states in the section labeled: contraindications: support system is contraindicated for pts who are pregnant or may become pregnant, have a urinary track infection, have an infection in the operative field, or pts in a period of growth because the mesh may not stretch significantly. Adverse reactions - potential adverse reactions are those typically associated with surgically implantable materials, including hematoma, seroma, mucosal or visceral erosion, infection, inflammation, sensitization, dyspareunia, scarification and contraction, fistula formation, extrusion and recurrence of vaginal wall prolapse. Perforations or lacerations of vessels, nerves, bladder, bowel, rectum, or any viscera may occur during needle passage. The product is recommended to only be used by physicians who are trained in surgical procedures and techniques required for pelvic floor reconstruction and the implantation of nonabsorbable meshes. The implant procedure section states to use a vaginal finger to guide the needle tip through the posterior vaginal wall incision at the perineal body, and at the most lateral portion of the dissection (the junction of the transverse perineal and bulbocavernosus muscles).